Event description:
The customer e-mailed customer svc that she's been using her breast pump for approx one month but the pump is not producing enough vacuum to express the milk. She has mastitis and needs to empty her breast at each feeding.

Manufacturer narrative:
Customer service e-mailed troubleshooting tips to the customer. In f/u with the customer, she indicated that after one month of using her breast pump, she experienced a drop in vacuum and was unable to pump effectively. She developed mastitis and needed to pump to express milk. She indicated that the troubleshooting tips resolved her issue (one of the connections was not properly assembled) and once assembled properly, the pump worked without issue. She is recovering from the mastitis and the pump is currently working as expected. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The customer was not asked to return the pump, as the issue was resolved through troubleshooting. The customer issue was due to improper assembly of the pump's parts/accessories. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues and will initiate a CAPA as necessary.